Event description:
It was reported that the subject device had a hole in outer sheathing in the rise. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d10. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to cut in the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a hole in outer sheathing in the rise. The issue occurred during reprocessing. There were no reports of patient involvement.